Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Suggested programming changes will be made during patient's next in-clinic visit.